Event description:
Two discordant high immulite 2500 stat troponin assay results were obtained on two pt samples. The initial results were high positive. Samples were repeated and resulted lower. Initial results were reported to the physician. No indication of pt treatment administered. Pt (B)(6) treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result. Pt (B)(6) was scheduled for a cardiac catheterization based on the initial high results but no catheterization was performed after the repeat results were reported.

Event description:
Two discordant high immulite 2500 stat troponin assay results were obtained on two pt samples. The initial results were high positive. Samples were repeated and resulted lower. Initial results were reported to the physician. No indication of pt treatment administered. Pt (B)(6) treatment was not altered and there was no report of adverse health consequences due to the discordant stat troponin assay result. Pt (B)(6) was scheduled for a cardiac catheterization based on the initial high results but no catheterization was performed after the repeat results were reported.

Manufacturer narrative:
A siemens filed service engineer (fse) was dispatched to the customer site and performed system maintenance. Analysis of instrument and instrument data did not indicate system error. No further eval of the device is required. The instrument is performing within specs.

Manufacturer narrative:
A siemens filed service engineer (fse) was dispatched to the customer site and performed system maintenance. Analysis of instrument and instrument data did not indicate system error. No further eval of the device is required. The instrument is performing within specs.